Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient expired. Device was implanted in (B)(6) 2012 and the patient condition was good following the procedure. The device was repositioned for an unknown reason and the patient developed infection following the procedure leading to pain, stress and death. No further information was available.